Event description:
It was reported that the lead exhibited capture of 4 v at 1.5 ms, due to micro dislodgement. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.